Manufacturer narrative:
Result: glide rods.

Event description:
It was reported by service report that the head left siderail was broken and would not raise or lower. No pt involvement or adverse consequences were reported.